Event description:
On april 20, 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultrasmart meter was giving the error 5 error message. The sr. Medical affairs specialist contacted the pt to obtain and verify info; however, was unable to reach her by telephone. The smas sent a letter requesting the pt contact medical affairs. On six days earlier in the morning, the pt obtained the error 5 error message on the reported meter; she did not obtain a blood glucose reading. Following the use of the meter, the pt started to experience the symptoms of shaking and confusion. At an unspecified time, the pt tested her blood glucose level using a backup meter, and obtained the reading of 125 mg/dl. The pt took no action as to self-treatment, nor did she seek medical attention. It would have been helpful to determine if the pt was experiencing any symptoms when she obtained the error message, the time of the onset of symptoms, the time of the 125 mg/dl reading, her blood glucose readings prior to the error message, her medication regimen, her meals and medications taken prior to the onset of symptoms, if the pt made any adjustments to her medication regimen due to the error message issue, her frequency of testing and her expected results. The customer care advocate determined during the troubleshooting telephone call that this was a new meter, the pt's testing technique was correct, and the test strips were in good condition. Quality control testing was performed during the call, with passing results. The cca also determined the pt was having difficulty obtaining a sufficient blood sample, which can cause error messages. The meter, test strips and control solution were replaced. The pt allegedly had symptoms that can be associated with hypoglycemia after obtaining an error message while attempting to use the reported meter. The pt's blood glucose results, timing of results, and medication regimen prior to the event are unk. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject products evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate them.